Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received loose drive support cap. The customer's blood glucose was 12.2mmol/l at the time of incident. The customer reported that the drive support cap was sticking out. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The drive support disk was inspected and no anomaly was noted.